Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "management of intraoperative medial collateral ligament injury during tka" written by gwo-chin lee md and paul a. Lotke md published by clinical orthopaedics related research published online 5 august 2010 was reviewed. The article's purpose was compare the functional scores in patients with iatrogenic injury to the medial collateral ligament treated with additional constraint to those without. Data was compiled from 37 patients with injury versus 1441 patients for control group who underwent primary tka between 1998 and 2004. Cement manufacturer was not provided and article does not clarify if patients had patella resurfacing. Surgeons used either depuy or non depuy knee implants and the article does not specify which adverse events are associated to which products. Depuy products utilized: sigma tc3. Adverse events: instability (treated with revision), infection (treated with revision), aseptic loosening (treated with revision - specific components not specified), fractures (treated with revision - anatomical locations not provided), stiffness (treated with revision).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.